Event description:
It was reported that the burr was stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set at 210,000rpm. Dynaglide mode was used while advancing the burr to the lesion. Then, it was noted that the rotaburr stalled and was stuck in the lesion. The device was unstuck by crossing the wire through the lumen and use intravascular lithotripsy (ivl) to break the calcification and release. The procedure was completed with a different device. No further patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The distal portion of the sheath was not returned. Inspection of the device found that the coil was kinked and stretched, and the coil and sheath were detached at the distal end of the burr housing strain relief. The returned burr catheter could not be tested due to the damages to the coil and sheath. In order to determine the functionality of the advancer, a test burr catheter was used. After the burr catheter was connected to the advancer and the advancer was connected to the rotapro console, the returned advancer was able to reach and maintain optimal rpm with no resistance or issues using returned burr catheter.

Event description:
It was reported that the burr was stuck in lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed was set at 210,000rpm. Dynaglide mode was used while advancing the burr to the lesion. Then, it was noted that the rotaburr stalled and was stuck in the lesion. The device was unstuck by crossing the wire through the lumen and use intravascular lithotripsy (ivl) to break the calcification and release. The procedure was completed with a different device. No further patient complications reported.